Event description:
Customer called to report an overinfusion on this pump. Pump set up to administer tpn treatment, 4000 ml bag. Infusion rate 4200 ml to be infused at a rate of 300 ml per hour over a 14 hour period. On one treatment patient's pump read 3970 and on another treatment the pump indicated 3880 indicating pump overinfused by 30 minutes to 1 hour. Pump will be sent for evaluation. No patient injury has been reported at this time. No additional patient information is available.

Manufacturer narrative:
Device has been requested for evaluation. Baxter will continue to investigate any reports it receives and review trending of these events.